Event description:
It is reported that a customer has issues regarding their blood glucose rises and does not know why. The patient's blood glucose was at 357 mg/dl. The customer was assisted with trouble shooting and sound that the cannula is bent. The customer was informed that scare tissue can bend the cannula causing inaccurate readings on the insulin pump. Thee customer was sent a new serter. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.